Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2021, hardware (plates, screws, and a transverse screw) was removed in a revision surgery on (B)(6) 2022 due to irritation. Additional information indicates the patient's bones were fully fused. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Additional tmc device explanted in the same revision surgery was reported in MDR 3011623994-2022-00097.the most likely cause of the reported event could not be determined as the device was not returned for evaluation. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2021, hardware (plates, screws, and a transverse screw) was removed in a revision surgery on (B)(6) 2022 due to irritation. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.